Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that after a da vinci-assisted surgical procedure there was a burnt hole in the insulation to the wires of the maryland bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis the maryland bipolar forceps instrument was analyzed and was found to have damage to the conductor wire's insulation at the yaw pulley. The conductor wire insulation was damaged and the cable was exposed, but the wire was not torn or fully broken. Components adjacent to this damaged insulation showed some burning damage around the yaw pulley. The electrical continuity test passed. This continuity test was performed on each grip and current energy flow was detected across both grip tips. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.